Manufacturer narrative:
Eleven (11) used list# d1000, tego¿ connector, appx 0.05 were returned for evaluation. As received, the following condition were observed: 7 samples- no significant damage or anomalies were observed. 3 samples - a tearing seal was observed. 1 sample - a dome over the seal and partial occlusion on fluid path were observed. The returned samples without significant damage were tested as procedure and no internal/external leaks were confirmed. The probable cause for dome is due to an inconsistent application of adhesive and/or lubricant during assembly. A device history lot number was reviewed and no discrepancies, anomalies or nonconformances were identified that might lead the condition reported by customer. Corrective actions are in process.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was initially reported the valve is not waterproof, the air passes through the tube. The tego was replaced with universal occlusive caps (without valve). The status of the product at the time of the event is during dialysis. There was patient involvement and unknown adverse event/human harm. The customer returned 11 used devices, out of the 11 devices 1 sample returned was confirmed to have a dome over the seal and partial occlusion of fluid path. This report captures the 1 device with occlusion.